Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse events hyponatremia and hyperkalemia, which warranted hospitalization. The etiology of the patient¿s hyponatremia and hyperkalemia is unknown; therefore, causality cannot firmly be established. However, the patient continues to utilize the same liberty select cycler at home as before the events. Based on the information available, and no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the discharge summary was received and indicated the patient was sent from the primary care physician's (pcp) office to marcus daly hospital (mdh) for hyponatremia (120 meq/l) and a hyperkalemia (5.6 meq/l). The patient was transferred from mdh to the emergency room (ER) at community medical center (cmc) due to bed availability. Upon arrival to cmc, additional hematological studies revealed the patient¿s sodium level had increased to 122 meq/l, and the potassium had dropped to 5.1 meq/l. Although the nephrologist felt the patient¿s potassium level dropped due to intravenous fluids received at mdh, no intervention was provided. Additionally, the patient did not appear hypovolemic, therefore a sodium level was checked every 4 hours, until it returned to 124 ¿ 126 meq/l. The patient¿s sodium and potassium levels were drawn every 4 hours to monitor the patient. The patient continued to undergo ccpd therapy while hospitalized and was discharged home in stable condition on (B)(6) 2020. The patient has recovered and continues to perform ccpd therapy at home, utilizing the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.